Event description:
It was reported that a homechoice device experienced an unspecified alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 1026 was identified during a review of the event history log. Visual inspection and functional tests were performed; system error 1026 was found during sample evaluation and verified the reported problem. The cause was determined to be a faulty membrane gasket. To correct the condition, the membrane gasket was replaced. After the repair, full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional defects or malfunctions found. Should additional relevant information become available, a supplemental report will be submitted.